Event description:
Pt had a massive hemopericardium resulting from a hole in the ivc to the pericardium. The autopsy revealed the hole to be the size of a 28 gauge needle ((B)(6)2010). The avalon blunt-tip introducer was used during what was described as a very smooth cannulation. There were no complaints of the catheter sticking during insertion, and it was a strong run on pump. The surgeon used echo daily to confirm the tip placement in the ivc. The incidence occurred 56 hours after cannulation.

Manufacturer narrative:
It is unclear from the report if the damage to the heart occurred as result of the initial insertion of the 3fr bi-caval lumen catheters; the report from the physician indicates that the incident occurred 56 hours after cannulation. The 13fr bi-caval lumen catheters are inspected 100% in production. The IFU warns that incorrect insertion can damage the vessels and/or heart structures. Exp date: 3 year expiry.